Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this pacemaker had rapid battery depletion. Moreover, a high number of atrial tachycardia episodes were noted. An engineering analysis determined that this device power consumption has been increasing and will continue to increase. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had rapid battery depletion. Moreover, a high number of atrial tachycardia episodes were noted. An engineering analysis determined that this device power consumption has been increasing and will continue to increase. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The patient code appropriate term / code not available captures the reportable event of surgery.